Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient this swan-ganz pacing catheter did not pace. No further information was available at this time. Patient demographics unable to be obtained. There was no allegation of patient injury.

Manufacturer narrative:
Updated section d9, h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of "did not pace" was confirmed. Continuity testing confirmed a full open condition of the proximal and distal circuit. Cut down of the catheter body was performed to expose the pacing lead wires. Proximal leadwire was found to be broken at approximately 34 mm proximal of distal tip. Distal leadwire was found to be broken at distal tip. No visible damage or abnormality was observed from catheter body or balloon. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min without leakage. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. A root cause could not be determined. As per manufacturing process, the units go through inspections and continuity test for the distal and proximal electrodes. Also, a final continuity test is performed to the electrodes.